Event description:
The customer reported to olympus, the camera head had a dark image on the monitor. The issue was found during preparation before use inspection for a therapeutic cystoscopy procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty charged coupled device (ccd). The device evaluation also found a failed leak test, and a damaged connector seal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that color image failure occurred due to faulty charged coupled device (ccd). As to the faulty charged coupled device (ccd), it is likely that it was broken because water entered from the damaged part of the connector seal. The event can be detected/prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result". Olympus will continue to monitor field performance for this device.